Manufacturer narrative:
On the basis of the information provided, it is not known what role, if any, lava ultimate played in the reported outcome. Other factors, such as the prior tooth history of fracture, may have played a role in the need for the reported tooth extraction.

Event description:
On (B)(6) 2017, a dentist reported that a male patient ((B)(6)) required extraction of tooth #2. This tooth had a lava ultimate crown seated on (B)(6) 2012, because of an existing fracture noted in the tooth. On (B)(6) 2017, the crown debonded and secondary caries were discovered. At this time, the marginal integrity of the tooth was noted as poor. Subsequently, an extraction on this tooth was performed.